Event description:
It was reported that during training with a mannequin, the autopulse platform displayed a user advisory (ua) 18 ( max take-up revolutions exceeded) message. The lifeband was exchanged, but the same message occurred. The lifeband was able to adjust to the mannequin's chest, however compressions were unable to be initiated. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 07/15/2015 for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and no damages were observed. A review of the platform's archive was performed and multiple user advisory (ua) 18 (max take-up revolutions exceeded) messages were observed on the reported event date of (B)(6) 2015. The platform was functionally tested, and the customer's reported complaint of the autopulse platform displaying a user advisory 18 was confirmed. A ua 18 occurred on the first compression. Further inspection identified that the load cell amp cable was disconnected and damaged on the processor board. Based on the investigation, the part identified for replacement was the load cell amp cable. In summary the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 18 was confirmed through review of the platform's archive and during functional testing. Further inspection identified the root cause to be that the load cell amp cable was disconnected and damaged on the processor board. After replacement of the part identified during investigation, the platform passed all final functional testing criteria.